Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4), alleging that their onetouch verio2 meter was displaying an error 4 message. The customer care advocate (cca) spoke with the patient on (B)(6) 2015 with follow up questions from the medical surveillance specialist. The patient alleged that the product issue began sometime in the couple of weeks prior to contacting lifescan. The patient stated that the problem was intermittent and that they had a backup meter available to test their blood glucose. The patient manages their diabetes with pills, diet and exercise. The patient reported consuming less food/drink in response to the alleged issue. At the time of the original call the patient reported developing symptoms of thirsty and dry mouth; however, when the cca called the patient back the patient clarified that these symptoms were unrelated to the product issue. The patient stated that they had been experiencing these symptoms for ten years due to other medication that they take. The patient reported increasing their usual dose of oral medication from 3.5 to 4 pills but this was not related to the reported symptoms. The alleged issue was not resolved with troubleshooting; however the cca noted that the patient had been storing their test strips outside the vial. Training was provided and replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms were unrelated to diabetes and they did not receive any treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.